Event description:
Device reported to have insufficient suction in post-op drainage for patient who underwent thoracic surgery. Fluid build-up caused patient to return to surgery to relieve fluid build-up. No further complications.

Manufacturer narrative:
Device returned and evaluated. Device met all specifications and performed as intended. No further information from users on cause of lack of suction. The instructions for use of the device were examined and it was determined that they should be revised to make clear the current standard of care for thoracic wound drain monitoring. These revisions are underway and will be distributed to all users. This action is being reported to FDA.